Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system to determine whether true ventricular tachycardia (vt) or crosstalk signals were observed. Additionally, small r-waves were noted. Upon review, there was t-wave oversensing at slower rates. However when right atrial (ra) pacing at faster rates, the t-wave aligned with the atrial paced beat which gave the impression of crosstalk oversensing. The field representative stated there was no crosstalk on the presenting, however further investigation was recommended. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This pacemaker remains in service. No adverse patient effects were reported.